Event description:
It was reported in a scientific article that a vns pt experienced vocal cord paresis and was found to have "slight mobility abnormality in abduction of the left vocal fold". In addition, the pt underwent phonation recording pre and post vns and it was noted that after having vns in place the phonation time decreased. At the moment it is unk if any interventions were taken as good faith attempts have been unsuccessful to date.

Manufacturer narrative:
Article: shaw, gary, philip sechtem, emily dowdy, and jeff searl. "Predictors of laryngeal complications in pts implanted with the cyberonics vagal nerve stimulator." (2006): 260-67.